Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The concentric, de novo target lesion was located in the left anterior descending coronary artery. The lesion was predilated and then a 3.50 x 16mm promus elite stent was successfully deployed. Post deployment, a distal dissection was noted. To cover the dissection, a 3.00 x 18mm drug-eluding stent was implanted. The patient was reported to be stable following the procedure.